Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer has received elevated readings. Is alleging that this is due to the pump not correctly giving him his basal delivery or any boluses. Customer advised he received estimated elevated reading of 220 mg/dl around 7:30am. Normal range in morning is < 100. Customer then gave 10u bolus directly on pump. Blood glucose was checked again around 11:30am and received estimated reading of 330. Between 7:30am and 11:30am, customer had normal activity and only consumed a snack of crackers. Customer then changed his ultraflex infusion set (tubing/site) and gave self 15u bolus directly on pump. One hour later, received estimated blood glucose reading of 280. Thirty minutes later, received estimated reading of 190. Customer then gave self a unspecified injection bolus, as he feels that the insulin boluses already given should have brought his readings down to his normal range. Customer reported the insulin injection brought down blood glucose level. Customer reported that 3 weeks ago, he was experiencing elevated readings. He then increased each hour of his current basal profile by 0.10u/h, thinking that this would help reduce his readings. Customer was not advised by his doctor to make this adjustment. Because this change did not have the desired effect, he feels that his basal delivery is incorrect, and because the boluses he gives himself also do not lower his readings to his normal range, he feels the bolus delivery in incorrect. No adverse event reported. A request was made for the return of the device, replacement sent.